Event description:
It was reported that the spinal cord stimulation (scs) patient developed redness at the sacrum and a minor infection at the lead entry point. As a result, the patient underwent a lead explant and was placed on antibiotics. According to the physician, the infection was not related to the device or the procedure. Postoperatively, the patient is doing well. The lead will not be returned for analysis as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred prior to 01dec2025. The lead has not been returned as it was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A product labeling review was conducted and revealed no anomalies. Additionally, tissue reaction to implanted materials can occur and possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred prior to (B)(6) 2025.

Event description:
It was reported that the spinal cord stimulation (scs) patient developed redness at the sacrum and a minor infection at the lead entry point. As a result, the patient underwent a lead explant and was placed on antibiotics. According to the physician, the infection was not related to the device or the procedure. Postoperatively, the patient is doing well. The lead will not be returned for analysis as it was discarded by the medical facility